Manufacturer narrative:
Event date approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had their ins replaced last year because they were having problems with their stimulator and the battery was going out. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient weight was unknown. The device serial number was updated. It was noted that a change in the readings, which were too low, led to the battery problems. The neurologist told the patient that it was dying. The patient hasn't had a problem since and the issue was resolved. No further complications were anticipated.